Event description:
It was reported that during a procedure of the moderately calcified, 90% stenosed, proximal left anterior descending artery, the rx trek balloon catheter was advanced but met resistance with the calcification and during pushing the catheter, the proximal shaft outside the anatomy separated. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure due to the device issue. The procedure was completed using other rx trek devices without incident. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It was not possible to perform a thorough analysis on the product because it was not returned to abbott vascular for analysis as the incorrect device was returned instead of the complaint device, which was inadvertently discarded by the account. The inability to cross the lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, loose balloon folds, device placement technique, device size selection, damage to the catheter, interactions with other devices, or accessory device support. As there was no report of any damage observed to the catheter during inspection prior to use, this suggests that a product deficiency did not contribute to the difficulties experienced. Additionally, the lesion was characterized as moderately calcified and 90% stenosed lesion, which may have contributed to the reported difficulties. Reportedly, the balloon catheter was advanced but met resistance with the calcification and while attempting to push the device, the proximal shaft outside the anatomy separated. In this case, it is likely that as the balloon interacted with the calcified lesion during an attempt to advance the device against resistance, the shaft became kinked and separated as a result. Kinks or bends in the shaft can lead to weakening of the shaft material such that subsequent application of force or further handling (kinking, straightening, kinking) can result in the eventual fracture of the hypotube. It should be noted that the instructions for use (IFU) states: if resistance is met during manipulation, determine the cause of the resistance before proceeding. If the resistance cannot be eliminated, remove the interventional devices as a unit. Continuing to advance or retract the catheter may result in damage to the vessels and/or separation or laceration of the catheter. A review of the device lot history record revealed no nonconforming material records, indicating all lot release testing met specification. A query of the complaint-handling database for the reported lot was performed and revealed no other incidents reported for failure to advance or shaft detachment/separations. The profile dimensions on all dilatation catheters are confirmed by visual and dimensional checks during manufacture. Additionally, all dilatation catheters are visually inspected for kinks online and a sampling of units is also destructively tested to verify shaft integrity and tensile strength.